Event description:
During an esophageal dilation the physician used a cook endoscopy hercules 3 stage esophageal balloon. The balloon was advanced through the endoscope and into position for esophageal dilation. The balloon inflated and deflated properly twice. During the third inflation, the balloon reportedly broke and started leaking. No medical or surgical intervention was required. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. Conclusions: the additional information provided indicated the balloon dilator did not receive lubrication prior to advancement through the endoscope. This could have contributed to the reported breakage and leakage of the balloon. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Balloon breakage and leakage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator to break and leak. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified and the information provided indicated the product was used in contradiction with the instructions for use. The appropriate personnel have been informed of this type of occurrence in an effort to heighten awareness. Customer quality assurance will continue to monitor for complaint trends.